Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device did not adjust the stimulus level and could not stim for test nerve during a procedure. There was no patient involvement.

Manufacturer narrative:
There was no physical damage to the plugs, cable, or handle. The tip fit securely in the handle. The resistance of the assembly shall measure less than 5ohms; the actual measurement was 0.3ohms. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system returned 1.02 ma (stim return) and a waveform / event tone over 300uv. There was no issue providing stimulation. An attempt was made to adjust the stimulation up, down, and take snapshots which didn't work or were intermittent. Note ¿ the stimulus level can also be controlled by the knob on the mainframe as well as the touchscreen. Note ¿ there are 2 plugs for this probe; the smaller of the two is related to stimulation; the larger is related to current adjustment and snapshots. The handle was disassembled for further analysis. There was continuity between the pins of the plug and the solder connections on the circuit board which likely indicates the issue is isolated to the circuit board itself or the switch mounted on the circuit board. The tape covering the switch was removed for the analysis and there were no obvious anomalies or damage. (B)(4). If information is provided in the future, a supplemental report will be issued.